Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 54 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Battery was verified. Shutdown issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.